Event description:
Information was received from a manufacturer representative and patient regarding a patient with an implantable pump for non-malignant pain. It was reported that they were having issues connecting to the pump. They had been clearing data on the handset, but this was not resolving the issue. Technical services (tss) reviewed closing out of the application to resolve the connection issues. The patient tried to connect on the call and was getting 'no device found.' The patient verified theblue light was flashing on the communicator. Tss connected them to healthcare it (hcit) for further troubleshooting.

Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.